Event description:
This report is from business partner. Initial report was received on march 2002. The pt suffering from osteoarthritis, was treated with hyalgan. The pt reportedly experienced spasm, stiffness of legs and pain in knees, which made pt unable to work. It is not known how many injections were administered and if pt was bilaterally treated. The treating physician's judgement about the severity of the adverse event is not available. Outcome and corrective treatments are unk. More info was requested but not yet obtained. The lot numbers have been requested but have not yet been provided.